Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the consumer alleges that when they driving the chair comes to an abrupt stop, without an error code.